Manufacturer narrative:
Rayner intraocular lenses limited has allocated the reference (B)(4) to this case. To date, no information other than that provided has been made available to rayner. In order to fully investigate the reported development of iol opacification additional information has been requested. Rayner's (B)(6)partner is coordinating the follow up activities with the reporting healthcare facility. The healthcare facility has been asked to provide information including relevant patient medical history, concomitant medications, information on any additional surgical procedures the patient may have undergone since cataract surgery and a list of substances that may have come into contact with the iol during any surgical procedures. Any additional information received by rayner and the results of any investigation actions carried out after this time will be provided in a follow-up report.

Event description:
Rayner intraocular lenses limited received notification from its (B)(6) partner of an event that occurred following implantation of an unspecified rayner intraocular lens (iol). Opacification of the iol is reported to have been detected in the post-operative period.